Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the back side of case found on (B)(6) 2022. Unable to perform the displacement test due to pump error 38. In response to pump error 38 unable to perform rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded history files and traces using thus. Confirmed pump error 38 on (B)(6) 2022 at 08:33:32.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, force sensor, lithium battery connector, lcd connector, keypad connector, harness assembly vibrator. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Cosmetic damage was confirmed at the back side of case. Pump error 38 confirmed due to moisture damage. Moisture damage was confirmed on electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back and the customer went swimming. Troubleshooting was performed and the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.